Event description:
It was reported that stent damage occurred. The 100% stenosed, target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 3.00x28mm promus element plus drug-eluting stent was advanced for use. However, upon preparation, hooking sensation at the tip of the stent was noticed and physician suspected stent strut was lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.